Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited excessive charge time and a charge circuit timeout. Premature battery depletion was also reported as the device reached end of life (eol) before reaching the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.